Event description:
The customer reported left monitor displayed a burned image and the x-ray tube fan was noisy.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.